Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for post-laminectomy pain. It was reported that the patient didn't want their doctor to operate on them again because when the patient had their ins implanted they think the doctor used tape instead of staples and the patient got an infection. Shortly after implant it came loose and the patient had to go back in for surgery and after that surgery the doctor left the stitches in for a really long time and they got an infection. No further complications reported.